Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited low pacing impedance resulting in lead safety switch (lss) noted upon device interrogation. No changes or interventions were performed. There were no patient consequences.